Event description:
Customer reported a blank display while changing her reservoir. Troubleshooting did not find any damage to the insulin pump. She stated that the display does not return after she inserts a new battery. Customer's blood glucose was 175 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.